Event description:
It was reported the patient experiences ineffective stimulation. An sjm representative interrogated the scs system and found no anomalies. The patient was reprogrammed to no avail. The patient reported multiple falls and back surgeries since being implanted with a scs system. The patient will have x-rays and meet with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.